Manufacturer narrative:
During failure analysis, wide spread corrosion was identified as the probable cause of the device overheating. Corrosion damage can cause increased heat due to increased friction between the moving components with the device.

Event description:
The core impaction drill was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device w/o any procedure delay. No adverse event was associated with the device.